Event description:
It was reported that approximately two months post implant, the patient experienced a pocket infection with bacteremia, fever, swelling, and discomfort. The implantable pulse generator (ipg) system was planned to be explanted with a temporary implant and later reimplanted. However, the physician decided not to remove the ipg system as planned. Exploration of the incision site by the physician revealed there was no puss or abscesses. The pocket was not opened, but the dehisced portion of the incision site was explored with sterile tools and found to be superficial. The pocket was closed, and the incision bandaged. The patient was treated with antibiotics and discharged. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.